Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2017, the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited oversensing noise. On (B)(6) 2017, isometric testing and pocket manipulation was performed and noise was not reproducible. On (B)(6) 2017, chest x-ray was performed and no anomalies were noted. On (B)(6) 2017, noise was continued to be seen on the lead. No intervention was performed. The patient was in stable condition.